Event description:
I've use fixodent 3 yrs. I've been treated for numbness of legs and both feet with oral medications. I've taken medication for nerve damage to lower extremities for over 2 yrs. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: (B) (6) 2007 - (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.